Manufacturer narrative:
Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this issue.

Event description:
When inserting a screw, the shaft of the bone cracked.